Event description:
Surgeon was performing a rotator cuff repair when he deployed the anchor, t-bar and suture. The t-bar appeared to deploy too deep into the tissue. This happened on two devices. Surgeon left the devices in place and used three additional devices to complete the repair as the first two devices did not supply adequate fixation.

Manufacturer narrative:
Devices were returned for evaluation. All devices are missing the suture, t-bar and anchors. Devices were not returned in the condition of the complaint. Devices appear to have been used successfully.